Event description:
It was reported that the pump casing and battery were hot to the touch.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for investigation. Investigation demonstrated that the pump was operating within required specifications. Electrical current draws were conducted and found to be within specifications. The complaint that the pump was hot to the touch could not be duplicated during pump investigation.